Event description:
A caller reported ongoing intermittent occlusion alarms. Despite multiple prior occlusion events, there was no adverse impact on the customer's blood glucose levels. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use, further assistance was declined.